Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was evaluated and found to be within specification. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 30k fsi-sli-10s insert, the insert was overheating. The event outcome is unknown as of this MDR evaluation.